Event description:
Following a diagnostic procedure, an angio-seal device was placed. The physician used good technique during the initial deployment, but he failed to tamp down quickly or hard enough, and the arterial puncture was never completely sealed. Persistent puncture site bleeding occurred, which was treated by use of a femostop for one hour, following which hemostasis wa achieved. A hematoma (size unknown) was present, and the site was ecchymotic. The patient was discharged home. The patient returned for follow-up with a groin which was slow to heal. Purulent drainage was noted, and the patient was placed on broad-spectrum antibiotics for the localized infection. Follow-up on 08/12/1997 showed that the patient's groin had healed after two weeks of antibiotics.